Event description:
It was reported that the patient underwent a right total hip revision approximately twelve years post-implantation due to trunnionosis. The patient developed right-sided foot drop following the revision and was treated with a splint and physical therapy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. No further information has been provided. 11-104209, mlry-hd lat por fmrl 9x150mm, lot 335880. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.